Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door 9 was frequently unresponsive due to a faulty latch at the station. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis cii safe system's door 9 frequently becomes unresponsive and not detecting the door even though they have closed it already, during the process of dispensing medications to stations. A pharmacy technician confirmed that the firmware of all doors was up to date and had checked the logs, which indicate that this issue has occurred 40 times with the same door. This incident resulted in delays in dispensing medication and there was no patient harm. There were no adverse events or injuries reported based on this event.